Event description:
A (B)(6) male pt called zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was twisted, crimped, and pulled from the strain relief. The root cause of the damaged cable could not be positively identified, but was likely excessive force. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.